Event description:
Cutting wire broke during procedure. Generator was analogue and set at 75 watts pure cut, no coagulation. Handle had to be cut off and wire pulled out. No patient complication or injury reported.